Event description:
As reported in the cordis real-smart study, approximately 16 months after a procedure in which a 5mm x 60mm smart flex vascular self-expanding stent (ses) was implanted, the patient experienced an adverse event of in-stent restenosis. Follow-up evaluation included angiography. Rutherford classification had progressed to class 5 with ischemic ulceration not exceeding the digits of the foot. Imaging demonstrated target lesion restenosis greater than 50%, although residual stenosis following treatment was documented as 0%. Target lesion revascularization was performed with plain old balloon angioplasty (poba) because of symptomatic restenosis of at least 50%. The patient underwent percutaneous transluminal angioplasty (pta), after which the event resolved approximately one month later. No device deficiencies were identified during follow-up. The event was classified as serious because interventional treatment was required to prevent permanent impairment, although the severity was mild and it was considered not related to either the study device or the index procedure. At approximately 68 months following the index procedure, a second follow-up evaluation was performed using computed tomography (CT) imaging. Rutherford classification had improved to class 2 (moderate claudication). Imaging again demonstrated target lesion restenosis greater than 50%, although residual stenosis following evaluation remained documented as 0%. An adverse event of in-stent restenosis with occlusion was reported. The event was mild, non-serious, and considered unrelated to both the study device and the index procedure. No intervention was performed, and the event remained ongoing at the completion of the five-year follow-up period. Additionally, at approximately 68 months following the procedure, a separate adverse event involving stenosis of the left superficial femoral and popliteal arteries was reported. This event was mild in severity but met the definition of a serious adverse event because surgical or interventional treatment was required. The event was considered unrelated to the study device and the index procedure. Treatment consisted of percutaneous transluminal angioplasty with drug-coated balloon angioplasty (dcb-pta), after which the event resolved. This event involved the contralateral lower extremity rather than the treated target lesion. During the initial procedure, the patient underwent endovascular treatment for symptomatic peripheral artery disease involving the right proximal popliteal artery. Baseline symptoms consisted of intermittent claudication. The lesion measured 15 mm in length, demonstrated 80% stenosis, was classified as tasc a with mild calcification, and was associated with rutherford class 2 (moderate claudication). The lesion was successfully crossed with an unknown guidewire and unknown catheter, without evidence of significant thrombus or calcification resistant to angioplasty. Pre-dilatation was performed using an unknown 5mm x 40mm non-compliant (nc) balloon, reducing the stenosis from 80% to 50% prior to stent implantation. One 5mm x 60mm smart flex vascular self-expanding stent (ses) was implanted in the right proximal popliteal artery through ipsilateral femoral access using an unknown 6f sheath under local anesthesia. The stent was fully deployed and fully expanded following balloon dilatation. Residual stenosis at the completion of the procedure was 0%, there were no procedural complications or adverse events, no target lesion revascularization before discharge, and the patient was discharged one day after the procedure. Antiplatelet therapy included aspirin, which was continued long term, and clopidogrel, which was prescribed for approximately six months following the procedure. Overall, follow-up data were available for more than five years after the index procedure, with no reported device deficiencies or stent fractures throughout the observation period. The study concluded after completion of the required five-year follow-up period without patient death. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported in the cordis real-smart study, approximately 16 months after a procedure in which a 5mm x 60mm smart flex vascular self-expanding stent (ses) was implanted, the patient experienced an adverse event of in-stent restenosis. Follow-up evaluation included angiography. Rutherford classification had progressed to class 5 with ischemic ulceration not exceeding the digits of the foot. Imaging demonstrated target lesion restenosis greater than 50%, although residual stenosis following treatment was documented as 0%. Target lesion revascularization was performed with plain old balloon angioplasty (poba) because of symptomatic restenosis of at least 50%. The patient underwent percutaneous transluminal angioplasty (pta), after which the event resolved approximately one month later. No device deficiencies were identified during follow-up. The event was classified as serious because interventional treatment was required to prevent permanent impairment, although the severity was mild and it was considered not related to either the study device or the index procedure. At approximately 68 months following the index procedure, a second follow-up evaluation was performed using computed tomography (CT) imaging. Rutherford classification had improved to class 2 (moderate claudication). Imaging again demonstrated target lesion restenosis greater than 50%, although residual stenosis following evaluation remained documented as 0%. An adverse event of in-stent restenosis with occlusion was reported. The event was mild, non-serious, and considered unrelated to both the study device and the index procedure. No intervention was performed, and the event remained ongoing at the completion of the five-year follow-up period. Additionally, at approximately 68 months following the procedure, a separate adverse event involving stenosis of the left superficial femoral and popliteal arteries was reported. This event was mild in severity but met the definition of a serious adverse event because surgical or interventional treatment was required. The event was considered unrelated to the study device and the index procedure. Treatment consisted of percutaneous transluminal angioplasty with drug-coated balloon angioplasty (dcb-pta), after which the event resolved. This event involved the contralateral lower extremity rather than the treated target lesion. During the initial procedure, the patient underwent endovascular treatment for symptomatic peripheral artery disease involving the right proximal popliteal artery. Baseline symptoms consisted of intermittent claudication. The lesion measured 15 mm in length, demonstrated 80% stenosis, was classified as tasc a with mild calcification, and was associated with rutherford class 2 (moderate claudication). The lesion was successfully crossed with an unknown guidewire and unknown catheter, without evidence of significant thrombus or calcification resistant to angioplasty. Pre-dilatation was performed using an unknown 5mm x 40mm non-compliant (nc) balloon, reducing the stenosis from 80% to 50% prior to stent implantation. One 5mm x 60mm smart flex vascular self-expanding stent (ses) was implanted in the right proximal popliteal artery through ipsilateral femoral access using an unknown 6f sheath under local anesthesia. The stent was fully deployed and fully expanded following balloon dilatation. Residual stenosis at the completion of the procedure was 0%, there were no procedural complications or adverse events, no target lesion revascularization before discharge, and the patient was discharged one day after the procedure. Antiplatelet therapy included aspirin, which was continued long term, and clopidogrel, which was prescribed for approximately six months following the procedure. Overall, follow-up data were available for more than five years after the index procedure, with no reported device deficiencies or stent fractures throughout the observation period. The study concluded after completion of the required five-year follow-up period without patient death. The device will not be returned for evaluation. The product was not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. Based on the available information, the smart flex vascular stent was successfully delivered, fully deployed, and fully expanded within the right proximal popliteal artery, resulting in 0% residual stenosis at the completion of the index procedure. No device deficiencies, malfunctions, stent fractures, or procedural complications attributable to the study device were identified. Approximately 16 months following implantation, the patient developed symptomatic in-stent restenosis of the treated target lesion, requiring target lesion revascularization with percutaneous transluminal angioplasty (pta), after which the event resolved. At approximately 68 months following the index procedure, follow-up imaging again demonstrated target lesion restenosis greater than 50% with associated in-stent restenosis and occlusion. This event was reported as mild, non-serious and no additional intervention was performed. During the same follow-up period, the patient experienced stenosis of the left superficial femoral and popliteal arteries involving the contralateral lower extremity, which was treated successfully with drug-coated balloon percutaneous transluminal angioplasty (dcb-pta); this event was considered unrelated to the study device and index procedure and did not involve the treated target lesion. Throughout more than five years of follow-up, no device-related adverse events, device deficiencies, or stent fractures were reported. Given the successful index procedure, absence of device-related findings, recurrent restenosis occurring months to years after implantation, and the patient's underlying peripheral arterial disease, the reported in-stent restenosis and subsequent occlusion are considered consistent with progression of the underlying vascular disease and patient-specific factors rather than a device-related effect. As listed in the potential complications in the instructions for use, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: amputation, aneurysm and pseudoaneurysm formation, arrhythmia, arteriovenous fistula, blue toe syndrome coronary ischemia, death, disseminated intravascular coagulation, drug reactions, allergic reaction to contrast medium or to the implanted device, embolism, emergency artery bypass graft surgery, g.I. Bleeding from anticoagulation/antiplatelet medication, hematoma, hemobilia, hemorrhage, hemorrhagic or embolic stroke/ tia, iliac artery spasm, intimal tear/dissection, pneumothorax, renal failure, respiratory arrest, sepsis/infection, stent migration/embolization, stent misplacement, thrombosis, tissue necrosis, vascular injury, including perforation, rupture and dissection, vessel occlusion, restenosis.¿ a product history record (phr) review could not be conducted due to the unavailability of the device lot number. However, based on the information provided, there is no indication that the reported event was associated with a manufacturing-related issue. Therefore, no corrective or preventive actions will be taken at this time.